Event description:
On (B)(6) 2011, the pt reported that only part of the infusion device display is shown and there is a black mark across the screen. She is only able to read part of the time and date and part of the units per hour when in the run mode. The infusion device has not been dropped in the past 48 hours and has not been in contact with water. The pt inserted a new battery and was unable to resolve the issue and stated the display actually looked worse. She stated, she will switch to her backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.